Manufacturer narrative:
Concomitant medical products: 2420-0007; 250ml hospira bag ndc 0409-7650-52, lot 65-314-kl, exp 1 nov 2017, heparin sodium, therapy date (B)(6) 2016 the customer¿s report of an overinfusion of heparin was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. The only observed anomalies were slightly dull iui connectors. There were no anomalies observed with the primary set. The pcu event log shows that at 12:45 am on (B)(6) 2016 heparin 100 units/ml was programmed to infuse at 20 units/kg/hr (rate 0.57 ml/hr). The infusion continued at this rate until the device was paused at 4:40 am and channeled off several minutes later. Functional testing was performed and found the device to be delivering fluid within specification. There were no leaks observed from the set. The root cause of the customer¿s report of an overinfusion of heparin was not identified.

Event description:
The customer first reported that a heparin infusion (250 ml) was expected to infuse at 0.57 ml/hr. Four hours after the start of the infusion, abnormal lab values were observed, the nurse checked the patient and pump and noticed although the rate appeared to continue at 0.57 ml/hr, the heparin bag was nearly empty. Lab work was redrawn, and the devices and administration set were sequestered. Additional event details from a second source were included with the devices received for investigation, specifying the event rate as 0.6 ml/hr, and requesting the event log review include all heparin rate changes on the day of the event. No other event details were provided.